Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported the device stated that there was 0.45cc's of an unspecified medication remaining in an almost full 50cc syringe. The syringe plunger was noted to be stiff/sticky. The medication syringe was moved to a different syringe pump module when it was discovered that the patient had received 0.5cc less than expected in a three hour period. Biomed missassembled the device during their investigation. During this time, the front plate was accidentally cracked and was replaced, however, biomed was unable to get the barrel clamp to go on right and is requesting the device to be repaired. Although, there were no adverse effects caused to the patient, the customer further stated that the medication was one that causes significant withdrawal symptoms and there was the potential for complications.

Event description:
It was reported the device stated that there was 0.45cc's of an unspecified medication remaining in an almost full 50cc syringe. The syringe plunger was noted to be stiff/sticky. The medication syringe was moved to a different syringe pump module when it was discovered that the patient had received 0.5cc less than expected in a three hour period. Biomed missassembled the device during their investigation. During this time, the front plate was accidentally cracked and was replaced, however, biomed was unable to get the barrel clamp to go on right and is requesting the device to be repaired. Although, there were no adverse effects caused to the patient, the customer further stated that the medication was one that causes significant withdrawal symptoms and there was the potential for complications.

Manufacturer narrative:
After further review it was determined that the tubing should not have been reported as a suspect.